Manufacturer narrative:
Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(6) no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt their voided volume had decreased since being on the evaluation. The patient only had drips while voiding and had not had a full stream since being on the evaluation. The patient lowered stimulation setting to see if overstimulation and would possibly change sides if restricted stream persists. The patient was encouraged to speak with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.